Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2013-00538. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that a patient underwent a trabeculectomy procedure on (B)(6) 2012 and suture was used. The surgeon reported that one day post operatively, the patient had no leaks. At the 1 week follow up, a leak was noted on the left side. A contact was used and the leak healed after 2 weeks. The surgeon opines that the monofilament was so smooth that it actually cut through the tissue when the knot was tightened, leading to a leak.